Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. Customer initially used cold insulin, but the issue persisted after loading cartridges with room temperature insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the de vice is received.